Event description:
Customer reported that a dialyzer leaked blood immediately upon the initiation of dialysis treatment. The pt sustained a blood loss of approx 268 ml. There was no pt injury and the pt was reportedly doing well. This was the second incident with this lot# in this clinic.